Event description:
It was reported by a surgeon that the band was implanted in 2006 had to be removed as it appeared that the balloon had completely perforated. This have been detected under x-ray. There was no other patient complications reported.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.